Event description:
It was reported to nova biomedical that a consumer received a result of 390 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer getting a result of 75 mg/dl. Consumer was transported to the hosp and released. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval, however, the consumer discarded the test strips so they will not be returned.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.